Manufacturer narrative:
Pump passed displacement test. Pump received with severe scratches on display window and erased serial number label noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display was damaged and serial number was unreadable. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.